Manufacturer narrative:
H.3. Device return not anticipated. If additional information becomes available a supplemental will be filed.

Event description:
It was reported that bd q-syte closed luer access device was clogged. The following information was provided by the initial reporter, translated from chinese to english: in orthopedics, a clogged infusion connector was found when an infusion connector was used to connect a central vein, requiring a green claim and a complaint response letter.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.